Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made on (B)(6) 2021. The patient was in stable condition before, during, and after the changes.